Event description:
It was reported that the physician attempted to use electrocautery pencil to make initial incision (pencil had not yet been used on pt). Pencil would not work under cut setting, though it worked with coagulation setting. Attempted to plug it into new machine with no improvement. Pencil removed from service and replaced with new pencil that worked immediately. Defective pencil did not come into contact with pt besides being on sterile field.